Event description:
Additional information received reported that the patient¿s pump started making ¿noises of different sorts¿. Per the reporter, the pump was shut down in (B)(6) 2019 at the physician¿s office and they shut the alarm off. About 2 weeks ago, the patient started getting 3 different alarm noises. The patient had heard single and multiple tone alarms and they were not sure if there was a 3rd type of alarm. The patient was wondering if it was normal to hear after the pump was shut down. The patient was at her daughter¿s house because she lost over 130lbs and has been suffering in pain as their previous healthcare provider does not do interstate medication. The patient stated she takes ibuprofen and with mersa your liver enzymes are extremely high. The patient did not have a managing healthcare provider. The patient had no medication currently in her pump. At the time they shut off the pump they had hydromorphone and the patient believes clonidine or bupivacaine. The patient was not sure as they took one out. Physician listings were sent to the patient. No further complications were reported or anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient who reported that the pump was still beeping and ¿now my cervical is crushing my diaphragm¿. The patient was requesting help in finding a healthcare provider to remove the pump.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Update/correction: the previously applied patient codes c2987, c3258, c50499, c26906, and c50526 are no longer applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a consumer. On (B)(6) 2019 the patient met at the healthcare provider¿s office with a company representative to turn off the pump alarm because the pump was dry. It was noted that the patient needed to get the pump out because it was doing damage and the patient refused to have pump refill because of her physical being. On the night of (B)(6) 2019, the patient almost committed suicide because of the withdrawals. It was further noted that the patient had string of mrsa and staph from 23 years ago that was still in her body, and her immune was down and there is no medication that could help her body. The patient had a pump refill prior to (B)(6) 2019 and her leg looked like lymphedema after having the pump refilled prior to (B)(6) 2019. The patient showed the company representative what her leg looked like. It was further indicated that there were so many mistakes in the patient¿s historywith fusion, one after the other, and then she got her mrsa. The patient had hydromorphone and bupivacaine; and clonidine was out. The dose and concentration were unknown. Additional information was later received via a consumer on (B)(6) 2019. Pt said she met with a someone at a physician¿s office on (B)(6) 2019, and they took the medication out; the pump was dry. They silenced the pump. The patient was getting a single tone alarm going off every four hours that started right before (B)(6) 2019. It was noted that the hcp said the pump needed to be replaced. The patient was on oral pain medication and was going to CT on december 7th. It was noted that they didn¿t know if the patient would be able to get the oral medication when she was out of the state. The pa tient didn¿t know what she would do when she runs out. When the patient comes back, she was going to get her pump replaced. The patient questioned if the pump was going to cause her harm with it alarming and being dry. It was reviewed at the time of the report that if the pump was already dry from the doctor taking it out, and she was being covered by oral meds, then the pump wasn't going to cause her harm from alarming but the noise (alarm) just might bother her. It was being considered that the pump would start to alarm every hour regarding a critical alarm and if the patient wanted it shut off, she would have to go to the doctor. It was further noted that the patient has dropped a lot of weight regarding 37 pounds in a short amount of time.

Manufacturer narrative:
Correction: the initial report indicated 2019-sep-25 in error and should indicate 2019-oct-02 (month and year known only). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The previous supplemental report should have indicated "product problem" only in as adverse event & product problem is no longer applicable as captured in the initial report. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a company representative. It was reported that the reason for the patient having missed their pump refill was because they were not keeping current with clinic payments. It was also mentioned that there would be major swelling post pump refills. The pump elective replacement indicator was this month and explanting the pump was being discussed so the hcp was not going to refill the pump. For now, they wanted to silence the empty reservoir alarm and program the pump to a minimum rate mode.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving hydromorphone with concentration 20 mg/ml at a dose rate of 2.100 mg/day and clonidine with concentration 200 mcg/ml at a dose rate of 21.00 mg/day via an implantable pump for non-malignant pain. It was reported that the patient had an issue with their legs for 25 years. The patient had gone to a lymphedema specialist and had wraps around her legs, but it didn¿t do anything. It was further noted however that it brought her legs down a little bit. The patient also had a severe (B)(6) in 1999 to 2000 and it took a whole year to clear it. The patient also had a fusion to 3 and 4 and they forgot to fuse 5 and a physician recommended the pump. Regarding a trial, the patient had got relief for two days. The patient weighed (B)(6) pounds when their legs were swollen and today ((B)(6) 2019) she weighed (B)(6) pounds without the swelling. It was further noted that the patient needed a hernia surgery and they won¿t do it when you are (B)(6). The patient did not want her pump refilled because that was when she gets from under her breasts down to her toes swollen, red, and hot. It gets red by their ankle area and calf. The issue was described as having happened two years ago and they said the patient was (B)(6). It was further noted that a physician reduced the medication in the pump and oral medications in the pump and then her legs went down. A physician indicated that she still had elasticity in her ankles and the patient however didn¿t think they should fill the pump anymore. The physician filled the pump and three days later she was like rocks. It was noted as works from the knee to the ankle. The patient¿s skin overlapped the ankle and the patient could put a finger between their ankle and calf. The patient had never been able to put regular shoes on; the date of the event was unknown. She was discharged because she went for medical marijuana. Refer also to MFR report # 3004209178-2016-13573 regarding prior events including (B)(6), issue with legs. The patient¿s pump was noted as having gone dry once before. Refer to MFR report # 3004209178-2019-10799 regarding a prior missed refill. It was further reported that a physician said if the patient comes in, they would fill her pump. The patient felt she should have the choice if her pump is filled or not. The patient didn¿t want to take the chance of going septic from pump being refilled and then not being able to have surgery. The physician was supposed to fill it tomorrow and the patient didn¿t want him to. The patient wanted to know if they will do surgery with an empty pump and a pump that was alarming. The patient had called the physician¿s office and they said to call the manufacturer. The pump was dry and alarming. At time of the report a dual tone alarm was heard that was consistent with a pump alarm. The patient had missed a scheduled refill. The patient was scheduled for a refill on (B)(6) 2019 and she couldn't go because her son had to take her to see her father. The patient had an appointment with their doctor on (B)(6) 2019 and the doctor's office tried to call her to cancel it. The patient went through withdrawal. Diarrhea, having to go to the bathroom a lot, nausea, and a foul smell from diarrhea was indicated. It was further noted that the patient had not eaten since husband passed away. It was noted that the patient had not grieved yet from her husband¿s passing so the patient couldn¿t concentrate. The change in therapy/symptoms occurred gradually. The date of the event was described as having started a week to a week and a half ago in (B)(6) 2019. It was further noted that the patient had an abnormal EKG (results not further specified) and the patient was to have her heart checked. The patient was to have their heart checked tomorrow ((B)(6) 2019). No further patient complications have been reported as a result of this event.